Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated 520 (mg/dl). A correction bolus via the pump was administered to address elevated bg level. Customer stated that they did not change out supplies when they needed to. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.